Manufacturer narrative:
The reported clamp separated was not confirmed, no sample or photo was available for evaluation. Without sample for evaluation and with the limited information provided, we cannot determine the exact the root cause. It is important to mention that this is the first customer complaint received in a period of 5 years. Currently, there is a sampling plan in place lot by lot to look for this kind of defect and according to internal process rejects (qn¿s) database, no issues like this have been reported. DHR review for lot reported of catalog 383313, all samples taken for visual and functional characteristics properly met the acceptance criteria. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. (B)(4) was reviewed and process controls are very likely to detect failure modes and prevent failures end users. Without sample or photo provided it is difficult to find an exact root cause of this issue. DHR did not showed evidence of an issue related to the reported by customer.

Event description:
It was reported that the bd saf-t-intima IV catheter safety system clamp was "separated from the material".

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system clamp was "separated from the material".